Event description:
It was reported to physio-control that the customer's device failed to deliver seven (7) initial defibrillation shocks to the patient. The patient, a (B)(6) year-old male, was in ventricular fibrillation (vf) for approximately 14 minutes without receiving a shock. Subsequently, the customer¿s device was used to deliver three (3) shocks at 360 joules to the patient. It was later confirmed that another ambulance had arrived on scene with a backup defibrillator approximately one (1) minute after the initial responders. The backup device was allegedly not used during the reported event to provide treatment to the patient. The patient was initially resuscitated; however, 9 days following the event the patient expired due to what was described as "significant cardiac damage."

Manufacturer narrative:
(B)(4). Physio-control contacted the customer for additional information related to the patient event. Physio-control was advised by the customer that there was no failure of the physio device. The customer further advised that the cause of the reported issue was determined to be a use error. The device user had inadvertently disarmed the defibrillator charge during the first seven (7) attempts to administer shocks to the patient. The device has not been returned to physio-control for evaluation.